Event description:
It was reported that a physician trained in the use of the proglide device attempted to perform pre-closure placement of the sutures in the common femoral artery prior to aortic valvuloplasty. Reportedly, when the first proglide was deployed and the device was pulled back, no sutures were attached. The device was removed and two other proglides were used successfully to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that both cuffs successfully captured the needles during needle deployment, but the posterior cuff failed to be ejected completely out of the posterior foot pocket (incomplete blow-through). When the plunger was removed from the device, the link was held on one end by the posterior cuff partially remaining in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as evidenced by the damaged anterior cuff tabs. One of the anterior cuff tabs was broken off and was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The posterior needle shank was inspected and there was excessive loctite present, preventing the push mandrel from traveling completely to the distal end to eject the posterior cuff out of the pocket. After the loctite was removed, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. Based on the investigation findings, the probable cause for the incomplete blow-through that resulted in an anterior cuff-to-needle tip detachment is related to the manufacturing/inspection process. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. A query of the complaint database for this lot revealed no other incidents with reported cuff miss/suture retrieval issue; this is an isolated event for this lot.